Manufacturer narrative:
Product complaint#: (B)(4). Device returned for evaluation. Investigation will be conducted. Follow up will be filed with results.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the mixture was not homogeneous and there was rapid hardening cement. Sales rep. Report: I hereby report non-compliance with 02 units of kit confidence, in the surgery of patient mer, operated by dr. (B)(6) on (B)(6) 2018, at 09:00 am in the hospital (B)(6). The instrumentator (B)(6) from the (B)(6) unit came to support this procedure because she had experience with the kit confidence in her regional, surgeon had already used the confidence kit more than 10 times by the distributor, knowing the technique and quality of the kit. At 10:30 am after the surgeon had the insertion of the access cannulas in vertebra repaired, instrumentator (B)(6) mixed the cement in the specific compartment of the kit within the time indicated by the technique. The temperature of the room was at 19 degrees and it was verified the mixture was not homogeneous and the cement fast setting, not allowing the system to promote insertion of the mix into the access cannula. During the act we had 2 units of kit confidence, from the same batch available, and after non-conformity in the first kit, we used the second cement and the same thing happened. Lot was blocked on stock points. Could you please give priority to this investigation? Product information: ID: 283910000 and lot: 146957.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The returned cement features a grainy quality, unlike properly homogenized cement. The cement also does not fully fill the cement reservoir as if it solidified while being moved into the reservoir. Little direct investigation can be performed as the cement has already solidified. There were no other problems found with the remaining components of the kit. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the cement setting prematurely cannot be determined from the sample and the information provided. A potential root cause may be environment factors related to the storage of the cement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.